Manufacturer narrative:
Investigation is in progress. Note: this is an initial report. A follow-up report will be submitted when the final eval is completed.

Event description:
This device case, which does not involve an adverse event, reported by consumer, who contacted the company with a product complaint, concerns a female pt of unknown origin. The pt was taking an unspecified medication for treatment of an unk indication beginning on an unk date. In 2008, the humapen ergo teal/clear pen body (lot 40139) with a clear cartridge holder attached was reported by the pt's husband to be starting to dismantle itself. This humanpen ergo teal/clear pen body (lot 40139) with a clear cartridge holder attached is associated with another device. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company a week later. Initial examination found two broken engagement tabs on the clear cartridge holder. It was unk if use with another humapen ergo device was continued. Further info will be added when received. Edit 18-jul-2008; amendment to narrative, changed opaque to clear in third paragraph.